Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, error test and displacement test. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of over 700mg/dl. Customer treated with syringe. Troubleshooting found no air bubbles or leaks in the tubing or reservoir and the drive support cap was normal. The customer stated that the site is changed every 4 days instead of 2 to 3 days and the pump settings and basal rates are correct. The high pressure test did not pass and the cannula was bent. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.